Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual sample (proximal part) was received for evaluation. The distal part was not received for evaluation. The length of the proximal part was confirmed to be 1770mm, while the specified length of this product code is 2600mm. Visual and magnifying inspection of the actual sample revealed a crack at approximately 5mm from the fracture end. Each part of the actual sample was inspected with ccd and sem, and revealed: distal fracture end (a) urethane coating and core wire had been fractured; the core wire was exposed; a crack at approximately 5mm from the fracture end (b); the urethane coating and the core wire had been fractured partially. The fractured surface of the core wire was inspected with sem, dimples had been generated on the surface. The outer diameter of the actual sample was measured on the intact section and confirmed to meet the manufacturer specifications. Reproductive testing was performed, and a product sample was subjected to repetitive bending force at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture surface had a dimple pattern with no diminishment of the outside diameter toward the fracture end. The facture mode was confirmed to be similar to that observed on the actual sample. A product sample was subjected to repetitive one-way torque force until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture surface, which was confirmed to be different from that observed on the actual sample. A product sample was subjected to pulling force in the state of being formed into a loop-like shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the edge of the fracture was in the curved shape. The facture mode was confirmed to be different from that observed on the actual sample. A product sample was subjected to one-way pulling force until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the outside diameter of the wire had been diminished toward the fracture end. The facture mode was confirmed to be different from that observed on the actual sample. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the devise as this may cause damage to the guide wire m. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to repetitive bending force (repetitive bending force at 90-deg.), which caused the core wire to break due to metal fatigue. It was likely that the urethane coating became broken when the actual sample was subjected to further manipulation. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. (B)(4). The actual device has no been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the product code/ lot # combination was conducted with no findings. (B)(4). Please see MDR 2243441-2020-00022 for the importer report.

Event description:
The user facility reported that the radifocus device distal end sheared off during a cli case. The patient's condition was fine. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 24 mar 2020. The distal portion of the wire was retrieved with a snare. A sos omni catheter was used with the reported product, they were trying to cross cto. The patient was reported to be in stable condition.